Manufacturer narrative:
Received one device. The customer¿s complaint was verified after reviewing the alarm history and reviewing the analog sensor data. The complaint was caused by an optocoupler that was not fastened to the top case. The optocoupler was replaced since the pump was opened and properly fastened to the top case. The pump was then recalibrated, retested, and no additional issues were found during testing. All testing passed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the syringe clamp was failing or will not recognize syringe flange/sensor says false. There was no reported patient involvement.